Event description:
This complaint originated from our foreign distributor in (B)(6). The distributor contacted carefusion technical support because they experienced the following issues "xdcr fault", "exhl flow transducer failed at 0 cmh2o". The ventilator was on a pt at the time of the incident, however the distributor reports that there was no harm to the pt. The pt was switched to another ventilator.

Manufacturer narrative:
The faulty main printed circuit board assembly was received on (B)(6) 2015, and was forwarded to the failure analysis lab for evaluation. Failure analysis evaluated the device, and duplicated the reported event. The root cause was isolated to a ¿bad¿/ defective transducer. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). Carefusion technical support along with the foreign distributor determined that the root cause of the reported event, was most likely a faulty main printed circuit board assembly. Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. They also issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty main printed circuit board assembly for evaluation. As of 03/20/2015, the faulty main printed circuit board assembly has not been received by carefusion. Once received and evaluated, a follow-up medwatch report will be submitted.